Manufacturer narrative:
Follow-up #1 08/29/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2011 with the following findings: the keypad was found to be responding appropriately to button presses. Unrelated to the complaint, moisture was observed behind the display lens. A leak test was performed on the pump and the pump was found to be leaking at the display lens. The pump was opened and moisture was found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that the keypad buttons were not responding to button presses. The patient reportedly wore the pump attached to a belt and did not clean the pump.